Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable alarm. Per reporter, the alarm was silenced, settings were reviewed, and the clamp was closed. They removed and gently tapped the cassette, massaged the tubing and replaced the cassette, but the alarm persisted. Trouble shooting was repeated but the alarm persisted. They powered the pump off and advised the patient to call their clinic for further instructions. Reservoir volume- 12.8ml, given- 83.2ml, rate- 1ml/hour. The device was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.